Event description:
The customer reported experiencing vaginal trauma, along with a burning sensation and itching, when removing a reusable menstrual disc. Customer also reported swelling, pain/discomfort, and inflammation. Customer stated that they did not have any issues when using and removing device during prior menstrual cycles. Customer sought medical help and was prescribed ginenorm and terjinan. Symptoms resolved after 5-6 days (2 days of medication). The customer was advised to discontinue their use of the reusable devices and follow the instructions of their medical provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.